Event description:
Healthcare professional later reported capsular contracture, baker grade iii and noted "any creases".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white calcification on the shell and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: two openings striated on anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - two striated openings on anterior and posterior assessed as surgical damage consist in the use of some surgical tool. - creases are observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture, baker grades IV, and exchange from textured to smooth implants.

Event description:
Healthcare professional reported left side capsular contracture, baker grades IV, and exchange from textured to smooth implants. Device has been explanted.